Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual inspection of the lead found the tines to be complete and intact. X-ray examination of the lead found no anomalies. Electrical testing was normal.

Event description:
It was reported that patient presented for a scheduled procedure. During the procedure, it was noted that lead could not be hooked properly to the myocardium. The lead was not used, and a new lead was implanted as a result. Patient is recovering.